Event description:
It was reported that pump displayed malfunction alarm code 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through resetting pump, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction codes occurred again, which caller acknowledged and understood.